Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a black line going through the insulin pump's screen when she turned it on. The customer received a motor error alarm while trying to fill the tubing. When she changed out the battery, the insulin pump had a blank screen. Then the customer received a compromised force sensor system alarm. Customer's blood glucose level was 175 mg/dl. Insulin squirted out during the manual prime process. The customer has dropped or bumped the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed all operating currents, and tested within the specification range. The pump also passed the off no power test. The pump was monitored and tested with no blank display or screen anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window noted.